Event description:
It was reported that during a prostate procedure, at 400,285 joules; 54:45 minutes, the aim beam fired straight. The procedure was completed with use of a second fiber. Patient or user outcome "patient is fine" reported. Gland volume: 60 ml.

Manufacturer narrative:
Forward-firing of the side-firing surgical fiber; a code request has been submitted. Product evaluation: failure analysis for fiber model #0010-2400; lot #341a, serial #(B)(4): the fiber shows a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits moderate devitrification; the metal cap adhesion location exhibits burnt glue. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.